Event description:
The patient noted a crack on the light blue main body of the minicap. This set was used for one month. There was patient involvement. But no patient injury and no medical intervention was reported along with this complaint. No further information available.

Manufacturer narrative:
(B)(4). The actual device was evaluated. This complaint was confirmed in the lab for broken occluder feet(clamp). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot number. Root cause is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. The sample lot number is known, therefore a batch review will be performed. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.